Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the product and reported clinical observation. Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: t505u225, serial/lot #: b796482, ubd: 01-oct-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve into a patient with a native congenital anomalous unicusp anatomy, the valve occluded the coronary ostia and was subsequently explanted and replaced. A second bioprosthetic valve im plant was attempted, however two tears on the wall of the aortic root were observed. It was reported that the patient¿s aortic wall tissue was of "poor quality". Diffuse bleeding from the rupture was "packed" and ultimately an aortic root bental conduit from an unknown manufacturer was implanted. The "packing" was removed two days post implant. The coronary ostia occlusion and tearing in the aortic root were attributed to the patient's anatomy, and both valves were reported to have functioned as intended. No additional adverse patient effects were reported.